Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was depleting prematurely. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting normally and that the rate of depletion appeared faster due to the tracking of high atrial rates. No adverse patient effects were reported. The device remains implanted and in service.